Event description:
It was reported that one day after the implant procedure, the right ventricular lead threshold increased and was high. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).